Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemic episode while napping. Pt reports that her mother-in-law found her asleep while cgm was sounding the "low" alert which the pt herself never heard. Paramedics were called and since her bg was too low to be measured on a blood glucose meter, pt was transported to the hosp. During her call to dexcom technical support pt reports she was feeling good but no longer using cgm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.